Event description:
It was reported that a charger exhibited a charging failure, evidenced by a flashing indicator light, and a replacement was initiated after confirming the shipping address and completing troubleshooting and user education. Customer care provided support that included coordination of return and replacement logistics. Investigation of this case revealed a suspected malfunction of the charger component consistent with a device charging problem. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction.